Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was not confirmed as the device performed as intended during return device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although the leak was not confirmed, a review of the complaint history identified one other similar incident from this lot. The investigation determined the event appears to be a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of an indeflator with a balloon catheter, the indeflator would not holding pressure and then it was noted that contrast was leaking into the indeflator. There was no reported adverse patient effect or a clinically significant delay in the procedure. The device was exchanged for another device to continue the procedure. No additional information was provided.